Manufacturer narrative:
(B)(4). The sample was not received; therefore, a sample analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had no flow during infusion of leucovorin. The reporter stated that the set was being used with a sigma spectrum infusion pump. The infusion was set for 145 ml/hr with a total volume to be infused of 145 ml. The nurse stated that at the end of two hours, ¿the volume in the bag had not changed at all.¿ there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.